Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. Reportedly, the device still turns on when plugged into a power source. Customer was unable to deliver a bolus and blood glucose levels became elevated (587 mg/dl). Customer was in the emergency room for 3 days, and was treated with 12.5 liters of saline and manual injections to stabilize blood glucose levels. Customer continued to receive basal via the pump.